Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the probable cause of the deep cut found on the pink rubber of the probe unit is likely the application of external forces during user handling, such as impacting or pulling the rubber during transport, storage, use, cleaning, etc. The following warning is described in the device's instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." A review of the device history record (DHR) found no deviations that could have caused or contributed to the identified issue. The device met all specifications at the time of shipment. Regarding the customer's original complaint (none of the buttons would work due to the switch unit cable detaching) and the other issues identified by olympus service (scope leakage and broken ultrasound elements), per the legal manufacturer, these issues are not reportable malfunctions, as there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user request. The switch unit cable detaches causing the switches to not function. The evaluation also identified scope leakage in the k-pipe channel, a deep cut on the pink rubber of the probe unit, and four broken ultrasound elements. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that during a diagnostic procedure, none of the buttons of the evis exera ii ultrasound gastrovideoscope would work. No patient harm or impact was reported by the customer.